Event description:
The customer stated that an initial architect insulin result of 80 uu/ml was generated. The sample was repeated and results of 149 uu/ml and 150 uu/ml were generated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.